Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. An unused catheter not related to the event was received for evaluation; however, the reported red and blue adapters were not received. Because the adapters were not received for evaluation, the reported issue could not be confirmed. As per instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. A possible root cause can be due to over tightening the adapters. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the adaptor of the catheter was cracked. The patient was involved with no injury.